Manufacturer narrative:
Events of endocarditis, stenosis and insufficiency were reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2011, a 23 mm trifecta valve (unknown sn) was implanted along with an aortic tube. In (B)(6) 2017, the patient was hospitalized and degeneration of the aortic prosthesis was noted. It is unknown if any treatment was required at this time. After multiple hospitalizations during 2018, in (B)(6) 2018, an aortic gradient of 29mmhg with leaflet degeneration due to endocarditis, stenosis and insufficiency were noted. Per report, the pathology report is not available. On (B)(6) 2018, a valve in valve procedure was performed and a 25 mm portico valve was implanted within the 23 mm trifecta valve. The patient is reported to be stable. No further information is expected to be received for this event.